Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no occlusion alarm. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service within the review period. Event history shows downstream occlusion error. Visual inspection found rusted battery door and damaged remote dose connector. The reported problem, no occlusion alarm, was not duplicated. The downstream and upstream occlusion sensors occluded when tested. Device passed all functional tests.